Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. (B)(4).

Event description:
It was reported that the inflation notch was not completely perforated.

Event description:
It was found that the inflation notch was not completely perforated.

Manufacturer narrative:
The reported event was confirmed by CAPA association. The failure (balloon not deflation) could not be reproduced, however, opportunities for improvement were identified, such as: -tool wear of the notch puncher. -no preventive maintenance to verify the correct functionality of the puncher knife. -lifetime for knife and replacement control. -incorrect positioning of the shaft into the punching machine. -manufacturing procedure does not address visual aids as support for production operators. -detection/control method is not enough for failure detection. Visual inspection noted one temperature sensing catheter was received. Visual evaluation noted no obvious defects. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed as the event was confirmed by CAPA association. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.